Event description:
It was reported to medtronic neurosurgery that when the physician was priming the valve during the preoperative testing, they found the device to be leaking from the siphon control device. They opened another product and completed the operation. It was also reported that there was no pt impact.

Manufacturer narrative:
The product was not returned. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of manufacture.